Manufacturer narrative:
(B)(4). A visual, functional inspection could not be conducted since the product was not returned. Thirteen (13) samples were taken from the current production of hemolok l 544240 lot# 73l1600557, the samples were functionally inspected according with the quality procedure (B)(4), to verify issue reported in the complaint "clip got damaged" was not present in the current production, no issues were found. The device history review for the product hemolok xl clips 6/cart 84/box, lot #73b1600536 investigations did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. The complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
During use, the physician confirmed through the moving image of the operation that the clip ligating body tissue got damaged in the patient. However, the damaged clip was not removed from the patient. The physician ligated the area using additional clips and the procedure was finished successfully. The leftover clips and the cartridge were discarded in the hospital.